Manufacturer narrative:
Additional information added to: g3.

Event description:
It was reported that the an air-in line alarm occurred during a chemotherapy infusion. Upon opening the module door a balloon was discovered in the silicone pump tubing segment. Then the tubing burst which resulted in a chemo spill.

Manufacturer narrative:
No product will be returned per customer. No investigation was performed. Product was discarded.

Event description:
It was reported that the an air-in line alarm occurred during a chemotherapy infusion. Upon opening the module door a balloon was discovered in the silicone pump tubing segment. Then the tubing burst which resulted in a chemo spill.